Manufacturer narrative:
The pump is still in use supporting the pt; however the replaced portion of the percutaneous lead was returned to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the bad coordinator that the pt presented to the clinic with low flow and pump stoppage. It seemed to be positional, and suggestive of a driveline wire fracture. The pt was symptomatic with the pump stoppage, near syncope. There was a visible break in the insulation at the bend relief near the sys controller. Rescue tape was temporarily applied to the break. The following day the distal end of the percutaneous lead was replaced by the MFR's technical service.